Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented one day post implant of the right ventricular (rv) lead. A device interrogation revealed no capture exhibited by the lead due to dislodgement. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Additional information : b6.

Manufacturer narrative:
The reported event of dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix retracted and clogged with blood. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within product specification.